Event description:
Discordant, falsely low calcium (ca) results were obtained on four patient samples on a dimension vista 500 instrument. Additionally, a discordant, falsely elevated glucose result was obtained on one patient sample. The discordant results were reported to the physician(s), except for patients (B)(6). The samples were repeated on an alternate dimension vista instrument, all resulting higher than the initial results except for patient (B)(6), which resulted lower. Only repeat results for patients (B)(6) were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant calcium and glucose results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that the instrument was displaying "abnormal assay flags", but they reported the results based on an incorrect interpretation of the abnormal assay flags as meaning the results were below the reference range. As per the dimension manual operators guide, "the result with abnormal assay flag cannot be reported and should be rerun". A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and performed a total service along with the preventive maintenance procedure. The cse performed the bottom of cuvette alignments and ran quality controls (qc) for calcium and glucose. After several attempts the calibration for glucose was failing. The cse replaced the sample 1 (s1) mixer assembly and recalibrated the glucose assay. The cse also replaced the reagent 1 mixer. The cse then cleaned the integrated multi-sensor (imt) module and replaced the imt sensor. The cse reran the qc, which was within acceptable range. The cause of discordant calcium and glucose results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.